Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are a known potential adverse events addressed in the product labeling.

Event description:
Additionally healthcare professional reported "liquid inside both breasts". The device has been explanted.

Manufacturer narrative:
The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on the left side, device remains implanted.